Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the small intestinal videoscope had a blockage in a pipe. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, clogging inside the channel, could not be identified. Based on the information obtained, the foreign material was unable to be specified. Based on the information obtained, physical damage to the device may have caused the foreign material to remain. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance for this device.